Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The outreach response contacted the customer via phone call. The customer reported that the insulin pump alarmed no delivery about 3 to 4 months ago. The caller did not know the blood glucose reading at the time of the incident. The customer was unable to troubleshoot because it was a past event. The customer does not want to return the insulin pump for analysis. The customer was advised to call helpline if the alarm occurs again in order to troubleshoot. It was also stated that they were having issues with the meter because the lights are coming on.